Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fantray and dcps and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse identified pdu fan tray and dcps were defective. The fse replaced pdu fan tray and dcps. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.